Event description:
This distributor became aware on 7/23/97 of an incident that occurred involving a glidewire during a portacath placement procedure. Upon removal of the glidewire it was noted approx. 6-8" of the coating had sheared and detached in the pt. A decision was made not to retrieve the detached segment. The pt's condition is good. No further details are available regarding the circumstances surrounding this event.